Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the output connector assembly was broken and did not hold the cable. Analysis also noted that the hanger assembly was broken, the upper and lower case was broken, the keypad was damaged, the encoder assembly and knobs were contaminated, the display wire insulation was pinched (insulation not compromised), output connector nuts were discolored, and the hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead on the external pulse generator (epg) did not stay in. No patient complications have been reported as a result of this event.